Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This patient is part of the (B)(4) trial: a minor stroke was reported with dysarthria and right arm weakness. The patient has not yet recovered. Please reference MDR 2183870-2011-00103 for the spiderfx used in the procedure.